Manufacturer narrative:
Concomitant medical products: 4524-53 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right ventricular (rv) lead alert for low impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.